Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer powered up correctly and interrogated as required. Errors were found in the programmer error log. Analysis also found the system fan was intermittently noisy.

Event description:
It was reported an error occurred. Followup indicates the error seemed to occur during startup of the programmer. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.